Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an episode which the patient believed was caused by electromagnetic interference (emi) rather than an arrhythmia. Technical services (ts) reviewed the stored data and determined the episode was consistent with ventricular fibrillation (vf). The patient experienced a syncopal event during the episode. Ts also noted oversensing noise on the atrial channel with high out of range pacing impedance values; however, no right atrial (ra) lead was implanted. Ts recommended reprogramming recommendations. No additional adverse patient effects were reported. This crt-d remains in service.